Manufacturer narrative:
Title: stapler sizes optimized for pancreatic thickness can reduce pancreatic fistula incidence after distal pancreatectomy source: surgery today (2020) 50:623¿631. Published online: 30 november 2019. If information is provided in the future, a supplemental report will be issued.[(B)(4)].

Event description:
According to the literature source of a study performed between april 2007 to march 2017 about stapler sizes optimized for pancreatic thickness can reduce pancreatic fistula incidence after distal pancreatectomy, purple reloads (1.5¿2.25 mm) reinforced with preloaded buttress material of polyglycolic acid were used in 38 out of 101 patients. 58 out of 101 patients developed post-operative pancreatic fistula where 55 out of 58 had persistent drainage for more than 3 weeks, and 3 with endoscopic drainage. 14 out of the 101 patients had biochemical leakage.